Event description:
"Pt was seen in office for 1 year post-op follow up. Plain laterial film showed hybrid plate at c6-c7. The plate appeared to be lifted off of screws. Screws seem to be in original position. Plate seems to have "popped" off of screw head (screw passed completedly through plate). Surgeon will not be explanting hardware at this time."